Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had multiple inappropriate morphology template update episodes. The morphology template episode was triggered off after flipping the supraventricular tachycardia discriminators on and then on off afterwards. The patient condition is fine.